Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter displayed three dashes for the calibration code number, gave an unspecified error message, and the up and down arrow buttons had no response. The sr medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 12:00 pm, the pt noted the reported meter gave an unspecified error message, the stored calibration code number was missing, and the up and down arrow buttons were not working; the pt did not obtain a blood glucose reading. Afterwards, the pt took the action of consuming less food. At 6:00 pm, the pt experienced the symptoms of headache, blurred vision, nausea, fatigue and shaking. The pt administered self-treatment by taking an additional dose of regular insulin; amount not specified. The pt also takes lantus insulin, and the oral diabetes medications metformin and actos (pioglitazone). She did not seek any medical attention. The meter issues were not resolved with troubleshooting. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting both severe hyperglycemia and hypoglycemia after she was unable to test her blood glucose level due to the meter issues, and received treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.